Event description:
Taken from hosp rpt. "Pt on radiology table for x-ray, while exposing for x-ray, the tube failed (blew), oil leaked out and some went into the pts eye, face, upper torso. The radiology tech immediately moved the pt and flushed her eyes with normal saline. All appropriate personnel notified. Environmental services, biomed, engineering, radiology responded. Appropriate spill kits were utilized, area secured. Seen by edmd, attending md and opthamology consultation performed (no signs of any keratitis or conjunctivitis); placed on tobramycin ophthalmic prophylaxis; complete bath given. No complaints of any ophthalmic or skin distress. Discharged home good condition 8/26/98. "Per biomed, the initial inspection of the x-ray tube failure occurrence was performed by ge healthcare. Toshiba was also contacted to evaluate the situation and assisted in replacing the tube. Upon eval of the equipment, no abnormalities pertaining to mechanical or electrical operation were found by either ge healthcare or toshiba field svc. There was some concern raised about potential health hazards of the diala-ax oil that leaked from the x-ray tube housing. Under section iii-health info/eye contact for the msds for this product it states "based on essentially similar product testing product is assumed to be nonirritating to the eyes."